Manufacturer narrative:
This device remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the battery longevity estimate for this device displayed increasing and decreasing battery longevity measurements over the last year. One year previously the longevity estimate was 4 years remaining, six months ago the longevity estimate was 1.5 years remaining, three months ago the longevity estimate was 1.0 years remaining and recently the device displayed an estimate of three years remaining. The gas gauge battery remaining indicator reflected 50 percent battery remaining. Technical services (ts) was consulted and noted that in all cases the gas gauge reflected 50 percent battery remaining, so rapid depletion was not suspected. It was recommended that a device memory download be performed for further evaluation at the patient's next appointment. To date, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this product was explanted and replaced due to battery depletion.